Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR:  the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 2.75mm x 8mm nc emerge® balloon catheter was advanced to dilate the lesion; however, crossing difficulties were encountered due to calcification. Eventually, the device was able to cross the target lesion and dilation was performed at 20 atmospheres but the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 2.75mm x 8mm nc emerge balloon catheter was advanced to dilate the lesion; however, crossing difficulties were encountered due to calcification. Eventually, the device was able to cross the target lesion and dilation was performed at 20 atmospheres but the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole at the proximal markerband. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).